Manufacturer narrative:
The reported event of oversensing and noise was confirmed. Device image was reviewed and confirmed that oversensing noise was caused by external electromagnetic interference. The device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-18733. It was reported that the patient presented in clinic for initial implant procedure. During procedure, the implantable cardioverter defibrillator exhibited noise on the right ventricular (rv) lead and interpreted as ventricular fibrillation. The ICD and the rv lead were not implanted and alternates near at hand were implanted instead on (B)(6) 2023. Patient condition was stable.